Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. The patient stated that a manufacturing representative answered their question and all was good.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v557333, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).

Event description:
It was reported the patient¿s battery fell into their breast and had to be revised six months post-implant. Outcome of event not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.